Event description:
It was reported, the patient experienced burning at the ipg site regardless of stimulation being on or off (date of event unknown), however, it was worse when stimulation was on. In turn, the patient stopped using the scs system. Additionally, the patient stated the burning sensation stopped in about 4 months after turning off the scs system. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.